Manufacturer narrative:
(B)(4). The actual pump involved in the reported incident was returned for evaluation. Volumetric accuracy testing was performed three times at a rate of 250ml/hr and a volume to be infused (vtbi) of 25ml. The test results were within specifications. In addition no physical damage was identified to the pump hardware which could have potentially caused or contributed to the reported event. Based on the results of the investigation, the pump operated as intended. No conclusion can be made regarding the cause of the event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the therapy infused to fast: no patient injury.